Manufacturer narrative:
Investigation results: DHR: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Case can be re-opened if product is received.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a proultra surgical #5 broke during use. All the broken parts were retrieved. No injury occurred.